Manufacturer narrative:
Concomitant medical therapies: prempro, alertec, and "supplements for hair, skin, and nails." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling, nodules, and staphylococcus lugdunensis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Inflammatory reaction at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, blister, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the health care professionals included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Additionally there have been reports of nodules, infection, and inflammation. The onset of nodules generally varied from immediate to 2 months post injection. The treatment prescribed included nsaids, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month. The onset of infection generally varied from immediate to 1 month post injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs. Instructions for use: with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient to a touch-up session after 1-2 weeks. Within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites. The injection technique may vary with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered. A linear threading technique, serial puncture injections, or a combination of the 2 have been used to achieve optimal results. Injecting the product too superficially may result in visible lumps and/or discoloration.

Event description:
Health professional reported that a patient experienced swelling in the hands and ¿swelling and nodules¿ in the cheeks and chin after the patient was injected in the hands with two syringes of juvéderm voluma® xc, in the cheek with one syringe of juvéderm voluma® xc, in the cheek and chin with two syringes of juvéderm vollure¿ xc, and in the cheeks and jawline with two syringes of juvéderm® ultra plus xc. Treatment was noted as prednisone, antihistamine, and vitrase but the events are still ongoing at this time. This is the same event and the same patient reported under 3005113652-2018-00625 (allergan pr (B)(4)), 3005113652-2018-00626 (allergan pr (B)(4)), and 3005113652-2018-00627 (allergan pr (B)(4)). This MDR is being submitted for juvéderm® ultra plus xc.